Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that patient experienced withdrawal and she was in the hospital for two times. The patient was ¿all right now.¿ the pump was being used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.